Event description:
The customer reported that the system was alarming and not turning on. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer was restrapped for proper output. The system was then found to be operating as intended.